Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported there was poor communication. The patient was not able to turn the ins on and the implant was charged one week ago. The patient confirmed the antenna was secure and synced with the ins. The poor communication was not resolved. The patient programmer was placed directly over the ins and synced, and the event was not resolved. The patient last felt stimulation 4-5 months ago. The last successful charge session was 4-5 months ago. The patient became aware that they could not charge one week ago. It was reviewed the ins was in possible overdischarge. The patient stated he thought the ins was charging 2 weeks ago but he was getting the reposition antenna screen on the recharger. It was recommended the patient consult with their hcp to restart the implant. No further complications were reported/anticipated.